Event description:
It was reported during a pulmonary vein isolation procedure indicated for a case of persistent atrial fibrillation, a versacross connect for faradrive kit was selected for use. During insertion, after opening the package, prior to insertion into the sheath, it was noted that the tip of versacross dilator was chipped (jagged edge). Hence, the device was replaced. Additionally, while introducing the farawave catheter into the sheath during initial aspiration, the hemostatic valve of the sheath allowed air to be pulled into the sheath. The physician attempted to remove and reintroduce the farawave catheter into the sheath, but this was not successful. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The procedure was completed successfully. No patient complications occurred. The versacross device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. However, based on the media provided, the reported allegation of dilator tip damaged was confirmed.

Event description:
It was reported during a pulmonary vein isolation procedure indicated for a case of persistent atrial fibrillation, a versacross connect for faradrive kit was selected for use. During insertion, after opening the package, prior to insertion into the sheath, it was noted that the tip of versacross dilator was chipped (jagged edge). Hence, the device was replaced. Additionally, while introducing the farawave catheter into the sheath during initial aspiration, the hemostatic valve of the sheath allowed air to be pulled into the sheath. The physician attempted to remove and reintroduce the farawave catheter into the sheath, but this was not successful. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The procedure was completed successfully. No patient complications occurred. The versacross device is expected to be returned for analysis. The device has returned for analysis.

Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, the versacross dilator flushed properly before and after decontamination. During visual inspection, the dilator tip showed visible damage. The reported allegation is confirmed through product return testing. The conclusion code of 'manufacturing deficiency' was selected as most likely root causes are the angle of insertion of the dilator into the faradrive sheath or excess adhesive buildup within the hub-to-sheath transition of the faradrive sheath.

Event description:
It was reported during a pulmonary vein isolation procedure indicated for a case of persistent atrial fibrillation, a versacross connect for faradrive kit was selected for use. During insertion, after opening the package, prior to insertion into the sheath, it was noted that the tip of versacross dilator was chipped (jagged edge). Hence, the device was replaced. Additionally, while introducing the farawave catheter into the sheath during initial aspiration, the hemostatic valve of the sheath allowed air to be pulled into the sheath. The physician attempted to remove and reintroduce the farawave catheter into the sheath, but this was not successful. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The procedure was completed successfully. No patient complications occurred. The versacross device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.